Event description:
It was reported the device alarmed for second time for battery depleted alarm. He replaced the batteries and restarted the pump. Alarm returned within minutes. Residual volume: 56, rate: 2.2, 48. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for battery depleted alarm is a faulty motor or board causing them to drain faster than normal; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.